Manufacturer narrative:
Date of event: exact date unknown, event occurred a month prior to the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was at the end of life. The patient underwent an ipg replacement procedure wherein a rechargeable battery was implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.